Event description:
Arthroscopic hip surgery case. The disposable flow port is a metal/plastic port used for either instruments or scope. Once placed in the hip joint, broke where the plastic end meets the metal.